Event description:
It was reported that a large volume infusor's coil cap was found separated before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition was determined to be operator oversight during the assembly process. A quality alert training was given to the operators on (B)(4) 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The infusor has been received for evaluation. A visual inspection identified that the red coiled cap had separated from its housing. Upon completion of baxter's investigation, a follow-up report will be submitted.